Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 812:02, interrupting delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 5.09.90 which is categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection was performed. Device evaluation confirmed the reported condition of failure code 812:02. The root cause could not be determined and no repairs were performed as this is a stay-in device. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).